Event description:
It was reported that when an asymptomatic patient had presented to the clinic post-paced t-wave oversensing on the ventricular lead was observed on the stored egm. The device was reprogrammed.